Event description:
A customer reported a malfunction on their pump, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction reappeared. The customer acknowledged and understood the instructions.